Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that this patient had heard an alarm from the pump. The alarm was reported to have a low dragging tone and could beep once or twice. The patient noted the heard alarms were not the same in nature to the critical and non-critical alarms. The patient had reported insomnia for 17 years, sleeping approximately 30 minutes at night. Lately, however, she had been sleeping all the time and "missing entire days" and "waking up three days later." When the patient woke up she had a headache and felt groggy. New symptoms for this patient also included sweating, ringing in the ears and tingling throughout the body. These issues were quite concerning for this patient and an appointment was made with her physician. However, the patient expressed concern regarding the health care she had received in the past. The pump was last refilled in (B)(6) 2012. The patient was encouraged to contact their physician or the emergency room. It was later reported that telemetry did not confirm an alarm. Pain was present and some days the patient felt "literally sick." She reported to be on "massive amounts" of medication and oral medication which had not provided relief and that withdrawal symptoms were present. The patient expressed anxiety and concern that the pump was malfunctioning and how it could impact her overall health and wellbeing. The device was reported to "either knocks me out or it acted like it's not giving me any medicine" and that it overmedicated the patient. In addition, it was felt the battery was not working. Lastly, again the patient's pump logs had been reported to have been read several times and no alarms were noted. The physician was to start to wean the patient. Additional information has been requested, but was not available as of the date of this report.